Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, h11b2 pyxis to recover a cubie containing sodium bicarbonate tablets. The cubie popped out and displayed a ¿maintenance required¿ message. The customer attempted to unload the medication, but the failed cubie prevented removal. The cubie had already been removed and was broken, so we were unable to place it back or unload the medication from the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) was informed by the pharmacist that the issue had been resolved by recovering the drawer, ensuring all drawer seated correctly and rebooting the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, h11b2 pyxis to recover a cubie containing sodium bicarbonate tablets. The cubie popped out and displayed a ¿maintenance required¿ message. The customer attempted to unload the medication, but the failed cubie prevented removal. The cubie had already been removed and was broken, so we were unable to place it back or unload the medication from the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.